Event description:
Consumer stated that the product caused him to have severe abdominal pain. The consumer had been using the product for one year and has always experienced the issue. No med attention was sought for this condition.